Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced left obstructed ureter with attempted left ureteral stent placement, cystoscopy, flank/abdominal pain, moderate left hydronephrosis with moderate perinephric urinoma secondary to forniceal rupture, interventional radiology placement of left ureteral stent, removal of ureteral stent, erosion, lower enteric bleeding, fragments of hyperplastic polyp of the colon, vaginal discharge, bacterial vaginitis, cystourethroscopy, pelvic scar, vaginal odor and bleeding, fibroid, intractable stress incontinence, urine leakage, nighttime voiding, blood in urine, cystocele, ureteral discharge, eswl [extracorporeal shock wave lithotripsy] of 8mm stone, right-sided nephrolithiasis, hematuria, urinary tract infection, urethrocystoscopy, water vaginoscopy, urodynamic testing, urethral hypermobility, vaginal odor, hysteroscopy with dilation and curettage, endometrial ablation and coaptite (bulking agent) x2.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced hydroureter, ulceration at the place of the sling, mesh exposure, intermittent overactive bladder symptoms, constipation, bloating, midurethral mesh erosion, spotting after voiding, bacterial vaginosis, moderate rectocele, gardnerella vaginitis, spotting after intercourse, atrophy of vulva and vagina, scar on the anterior wall- unclear if it was mesh scar tissue, change in bowel habits, pain at the end of urination, dribbling of urine with standing, intractable constant urinary incontinence, detrusor insufficiency, urge incontinence, nocturia, urinary frequency, post void fullness, fecal incontinence, and anterior uterus. She has required nonsurgical and surgical interventions including antibiotics, vaginal creams, cystoscopy and attempted stent placement on (B)(6) 2008, interventional radiology ureteral stent placement on (B)(6) 0208, removal of the ureteral stent with cystoscopy on (B)(6) 2008, mesh resection in the office on (B)(6) 2009, coaptite injections on (B)(6) 2014 and (B)(6) 2014, hysteroscopy with dilation and curettage and thermachoice endometrial ablation on (B)(6) 2014.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced, foreign body in patient, extrusion, scar tissue, dyspareunia, back pain, urgency, hematuria, rectal area scarring, depression, defect, nausea, limited activities, prolapse, anxiety, and panic attacks.